Event description:
The customer reported air bubbles at the infusion set and reservoir connection. The blood glucose reading was 1000 mg/dl. The caller stated that the insulin pump was not rewound with the reservoir in place. Advised the caller that the insulin should be stored at room temperature to prevent gassing out when it warms in the device. Also, insulin was not stored at room temperature. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).